Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to oversensing as well as changes in their morphology measurements. No changes have been made at this time and the s-ICD remains in service. No adverse patient effects were reported.